Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a non-dehp micro volume extension set leaked at the filter. After famotidine had been administered for over three minutes, the outside of the filter on the IV line felt damp. There was no pooling of fluid found on the pump or syringe well of the pump and the pump had not alarmed. The outside of the filter was cleaned and dried with a sterile gauze. A flush was then attached to verify the leak and after pushing <1cc, it was noted that drops were forming on the outside of the filter. The set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.